Event description:
Reporter alleged blood glucose measured 398 mg/dl so went to the emergency room (ER) as a result. It was stated that hospital ER meter read 117 mg/dl compared to the customers' result of 404 mg/dl when performed within 10 minutes of each other. No treatment was recieved reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.